Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, service code 105 was displayed during the evaluation. The cause for the service code was isolated to a shorted insulated-gate bipolar transistor (igbt) q16. Lastly, the monitor failed detect and treat testing with a monophasic pulse. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause of the shorted igbt could not be positively identified. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.